Event description:
Reportedly, during the interrogation of the subject programmer the message "cannot access the manager core" was displayed. Plastic parts were found damaged.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190118 - file-2018-03795 - analysis_and_closure_report_resp-2019-00078 .pdf].

Event description:
Reportedly, during the interrogation of the subject programmer the message "cannot access the manager core" was displayed. Plastic parts were found damaged.